Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. There was no reported impact to the customer's blood glucose level. No additional information was provided regarding this event. Reportedly, the customer continued to use the pump for insulin therapy.